Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Results: evaluation of the returned product found the iol was remained at figure confirmation point and leading haptic was not tucked correctly. The top flange appeared to be pushed down correctly. Volume of used viscoelastic material appeared to be enough. Conclusion: we could not determine the exact root cause by the evaluation but it is possible that the user did not follow the instructions. Claim # 429141

Event description:
The reporter indicated that the surgeon used a ks-1 aq2017v 15.0 diopter preloaded injector. Prior to implantation, when handling the screw plunger, the lens became blocked and was stuck. The reporter indicated it was unknown if there was any patient injury and the surgery was cancelled.